Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b7, g3, g6, h2, h6: investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty introducing sheath was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Sharp or bulky calcified nodules and within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. As such, available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as it was reported that the procedure was performed successfully despite extensive vascular calcification and tortuosity from the descending aorta to the common iliac artery, which complicated delivery of the sheath, guidewire, and prosthetic valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Tajima r, koyama r, suzuki m, takayama s, yoshida t, kai t, koga m, yazawa m. Acute kidney injury secondary to aortic dissection following transcatheter aortic valve implantation: perspectives from nephrologists. Intern med. 2025 jul 17. Doi: 10.2169/internalmedicine.5904-25. Epub ahead of print. Pmid: 40670107. As reported through literature publication, the patient underwent a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position. There was extensive vascular calcification and tortuosity from the descending aorta to the common iliac artery, which complicated delivery of the esheath+, the guidewire, and s3ur valve. Postoperative contrast fluoroscopy revealed no clear signs of aortic dissection (ad), and the patient had no notable symptoms immediately following the procedure. On postoperative day (pod) 1, the patient developed vomiting, left lower abdominal tenderness, and lower back pain, with the blood pressure slightly increased to 140-150mmhg. Blood tests revealed elevated creatinine levels up to 1.68mg/dl, suggesting an acute kidney injury (aki). Initial non-contrast computed tomography (CT) did not identify a definitive cause of the abdominal pain; however, inward displacement of the calcified intima raised suspicion for ad. Contrast-enhanced CT was promptly performed and confirmed a stanford type b acute ad with a patent false lumen. The entry tear was located in a severely calcified segment of the distal descending aorta, just proximal to the bifurcation of the common iliac arteries. Blood flow to the left kidney was completely obstructed, extending to the distal portion of the renal artery. It was noted that thoracic endovascular aortic repair was contraindicated due to the patient's highly tortuous aorta and limited potential for improvement in renal ischemia. Additional risks included retrograde stanford type a dissection and aortic rupture. Percutaneous transluminal angioplasty was also deemed inappropriate due to the extensive distal dissection and the risk of further deterioration in kidney function from contrast media exposure. Consequently, conservative management was selected, focusing on blood pressure control and avoidance of nephrotoxic agents. Over the following weeks, renal function gradually improved, with creatinine decreasing to 2.41mg/dl by pod 17 (maximum of 3.27mg/dl on pod 4). The patient remained hemodynamically stable and was discharged on pod 22 with a creatinine level of 2.46 mg/dl. Unfortunately, the patient was lost to follow-up after discharge, and the extent of renal function recovery could not be assessed.